Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 and cartridge installation issue was verified, but the settings issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Customer was unable to load a new cartridge to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.